Event description:
It was reported that the patient was in the hospital due to the patient's legs being very open and bent. Per the health care provider (hcp) the issue was thought to have begun yesterday (B)(6) 2012. The hcp did not know if there were any additional symptoms but thought they were going to rule out a possible stroke. It was indicated that the hospital was unfamiliar with the pump. The pump was used to deliver lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported the patient's legs were usually very tight and stiff.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8575 lot # 8575 implanted on: (B)(6) 2007 explanted on: unknown; catheter model # 8709 lot # j10869r70 implanted on: (B)(6) 2001 explanted on: unknown. (B)(4).